Event description:
It was reported that the device is slowly leaking from between the main enclosure and the reservoir cover. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover, wear and tear damaged enclosure, line cord and pole clamp, filthy block assembly and auxiliary outlet. The customer stated problem was duplicated. The device leaked from the reservoir. Replaced: enclosure, tank cover, line cord, pole clamp, block assembly, and auxiliary outlet. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.